Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 113-190 mg/dl. Reportedly, the cartridge was in use for 3-4 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the cartridge or simply cleared the alarms and resumed insulin delivery to address the issue.